Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a procedure involving the sphere 9 catheter, the patient experienced hypotension of moderate severity, which was diagnosed as an adverse event and associated with anesthesia. Vasopressor medication was administered intravenously to treat the condition. Hemodynamics stabilized, and the infusion was discontinued. It was further reported that after the procedure, the patient complained of pain in his right groin. During the examination, the site of the vascular puncture showed no signs of bleeding, and the pain subsided after a nonsteroidal anti-inflammatory drug was injected into the muscle. The event was resolved without sequelae. No further patient complications have been reported as a result of this event.